Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type 11 bone) in site (B)(4). Primary stability and osseointegration were not achieved. An augmentation using puros & bioguide was performed at the time of surgery. Immediate extraction was involved in this event. The implant was removed on (B)(6) 2012 due to mobility. Medical history: no significant findings.